Event description:
It was reported that while in the theatre, the doctor attempted to insert the dilator in the left subclavian vein. However, when trying to dilate the skin and vessel, the tissue dilator cracked and broke at the tip. As a result, he removed everything and restarted the procedure using a new set in the right jugular vein; insertion was a success. Additional information from arrow africa stated 'I asked the relevant person to follow up with md and he confirmed that he did a skin nick as the patient appeared to have a tough skin. As a matter of interest he apparently does not do this skin nick for all cases." Further additional information received states: "the tip did not break free, but cracked at the tip and was removed in its entirety." There were no reported patient complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.